Event description:
The patient contacted animas on (B)(6) 2012 stating the ok keypad button was intermittently unresponsive for about three months and a tear developed near the ok button after the tactile issue developed. The keypad was reportedly intact and the pump was not exposed to water. The patient denied any trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and ok button were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.